Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 20 mg/dl at the time of incident. The customer stated that they had experienced seizure with low blood glucose value. The customer treated low blood glucose value with food and insulin drip. Customer reported that 1 week later they again experienced low blood glucose. The customer¿s blood glucose level was again 20 mg/dl at the time of incident. The customer stated that they had again experienced seizure with low blood glucose value. The customer reported that emergency medical service was contacted and they treated the customer's low blood glucose value with insulin drip. The customer also stated that they drank soda to raise their blood glucose level. Customer stated that the insulin pump was not on auto mode at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer will discontinue the use of the device.